Event description:
The advocate alleged a control test was performed using the customer's contour system and the result was 592 mg/dl. A normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The advocate declined to provide any customer or product info. No product will be returned.

Manufacturer narrative:
The advocate did not provide any product info, so it was not possible to determine the manufacture date.